Manufacturer narrative:
Device failed rewind due to drive count or time values or changes incorrect for moving or coasting. Too slow or too fast, problem isolated to damaged motor slide. Unable to perform displacement test, rewind, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. Motor was tested outside device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed error. The customer¿s blood glucose level was 102 mg/dl. Customer reported they were able to clear the alarm. Customer stated they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.